Manufacturer narrative:
The insulin pump was received with depleted battery inside of the battery tube. Unable to prime during prime alarm test and motor error alarmed during basic occlusion test. Unable to determine root cause due to pump preservation. Unable to perform occlusion test and excessive no delivery alarm test due to prime anomaly. The device was received with minor scratches on display window. The device passed displacement tests.

Event description:
It was reported the customer was deceased. Customer's brother did not recall the date of death. Customer's brother stated the customer was never on the insulin pump and never used it. Customer's cause of death was unk. Customer's brother stated the doctor had ordered the customer not to use the device because blood glucose was not controlled. Customer's brother stated the device was donated to him by the customer brand new in the box, packaged, and sealed when customer died. Customer's brother stated he started using the device in (B)(6) of 2014. Customer's brother stated the call was around (B)(6) 2011. Customer's brother reported on (B)(6) the customer was deceased on (B)(6) 2014. No further info reported.